Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device triggered a lead safety switch for pacing impedances of greater than 2000 ohms. There was also noise and oversensing reported. The patient was seen for a revision procedure where there lead was surgically abandoned; the device was explanted. A lead fracture was suspected but not confirmed. There were no additional adverse patient effects reported.